Event description:
It was reported that the customer was hospitalized with dka. The pump was blank at the time of the call so the technician assisted with retrieving the display screen. Troubleshooting indicated the device was functioning properly. Discovered the customer may not be using the proper insertion technique. Explain the rule of changing the infusion set following two consecutive high blood sugar readings. Pump was replaced due to the unexpected blank display.